Manufacturer narrative:
The information on this per was provided by stryker orthopaedics' legal affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-9-032, lot # 26009704, description: 32mm -4 lfit v40 head. Cat # unknown, lot # unknown, description: unknown 3.5 accolade stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's dislocation.

Event description:
It was reported through the attorney for the patient as a result of a legal claim, that allegedly, "the patient underwent a revision on (B)(6) 2009, 'due to dislocation. The femoral and acetabular components were exchanged.'"